Manufacturer narrative:
Poligrip/super poligrip is manufactured in (B)(4), and neither the product nor lot number for this product was available. (B)(4).

Event description:
This case was reported by a consumer via the FDA's medwatch program ((B)(4)) and described the occurrence of neuropathy in a male pt who used poligrip over a period of several years as a denture adhesive. A physician or other health care professional has not verified this report. The pt's lower teeth were replaced with dentures in 1958 and top dentures were replaced prior to 1951. In the (B)(6)-1960's, the pt began using poligrip once daily. In 1986, the pt began experiencing tingling and numbness of the extremities. He asked his physician about this during a routine visit in 2005 and was diagnosed with neuropathy. The pt was treated with gabapentin (neurontin) 600 mg twice daily. This had not helped after several months, and the dose was increased to 1200 mg twice daily. This helped somewhat but the pt stated he experienced violent, uncontrollable leg movements. This case was assessed as medically serious by gsk. Use of poligrip continued. The pt had been told that the events were permanent. Upon follow up received on (B)(6) 2011, the pt stated he had used his top dentures since age 18 and was currently (B)(6). He experienced tinnitus and peripheral neuropathy and had contacted an attorney regarding a class action lawsuit from the use of denture adhesive cream. The attorney rejected the claim stating, "after a review of the facts and circumstances regarding this manner, including the results of the blood work you underwent which revealed normal levels of zinc and copper; we conclude we are unable to prosecute an action on your behalf." No further info was reported.